Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. The IFU cautions to not overinflate the deployment balloon, as this may prevent proper valve leaflet coaptation and thus impact valve functionality.   Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation cannot be confirmed, however, per report procedural factors (aggressive post dilatation of the valve) likely caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral tpvr, a 23mm sapien 3 (s3) valve was implanted in a failing 27mm surgical valve in the pulmonic position.  Post deployment, there was a waist in the s3 and the gradient was high (7-10mmhg) and it was decided to post dilate the s3 valve in an attempt to fracture the surgical valve. Post dilatation was performed on the s3 valve with a 22mm non-edwards balloon resulting in severe pulmonary insufficiency (pi).  A second 23mm s3 valve was successfully implanted.  Per report, the leak resulted after the aggressive post dilatation which caused the s3 valve leaflet to be damaged.